Event description:
In 2009, the pt reported he has had elevated blood glucose readings in the mid 200's mg/dl and a low blood glucose reading of 50 mg/dl. His normal range is 80-120 mg/dl. Symptoms of elevated readings are thirst and heaviness of limbs, and his limbs tingle when his blood glucose is low. He said when his blood glucose is elevated, he sometimes over-corrects and he then begins to go low. To correct his low readings, he disconnects from his infusion device and drinks juice or takes a glucose tablet. He stated he has scar tissue he tries to avoid, and has spoken to his trainer regarding absorption rate differences. He said his stress levels have been high and his exercise patterns have changed. He stated his current blood glucose readings is 126 mg/dl. The pt wanted to try an infusion set with a longer cannula and a courtesy box of infusion sets were sent to the pt. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.